Manufacturer narrative:
(B)(6). Device manufacture date: the lot manufactured between 04j-un-2018 and 05-jun-2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon of a small volume intermate ruptured. The event occurred during patient infusion with 4.2mg/ml of cymevene diluted in 100ml of saline. There was no patient injury or medical intervention associated with this event. No additional information is available.